Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that their blood glucose was over 600 mg/dl. The patient fainted, hit her head, and woke up vomiting. The customer was admitted to the hospital on (B)(6) 2017 for hyperglycemia. The patient experienced nausea and vomiting. She spent 11 hours in the hospital and was treated with an IV and potassium. The customer was wearing the insulin pump at the time of hospitalization. Prior to the high blood glucose issues, the customer received a replace battery now alarm. However, the battery issues were resolved by changing the battery. The current battery has been in use for over a week. The insulin pump was not returned for analysis.